Event description:
It was reported by the aci sales professional that a male pt (B)(6) and (B)(6) tall underwent a diagnostic neuro ir procedure on (B)(6) 2012. The pt has a prior history of avm repair. A pre-procedural angiogram did not reveal pvd or calcium in the vicinity of the puncture site. Access was obtained using a 5f terumo sheath and there were no anti-coagulants used. The physician, who is a trained user of the mynx, selected the mynx cadence device for closure. It was reported that the device jammed while attempting to deploy the sealant. After removal of the mynx cadence device, the physician converted the pt to 10 mins of manual compression and hemostasis was achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not retuned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed adn the cause could not be determined. The review of the lhr (lot f1130805) indicated that the mynx lot met all established performance criteria prior to shipment. Review of design/process (B)(4) confirmed that the reported failure mode is identified in the risk mgmt document.